Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation the day after implant. X-rays revealed the patient¿s lead had migrated to the right, and the neurosurgeon believes this was caused by the patient¿s anatomy, as the patient has a very steep canal. To address the issue, the physician repositioned the lead on (B)(6) 2020, and also used glue on the non-electrode side of the lead to secure it in place. Postoperatively, effective therapy was restored, and all impedances were normal.